Event description:
Malfunctioning, dual chamber pacemaker. Loss of atrial sensing near syncopal episode. Pt felt when he moved around he lost capture. Holter monitor - several episodes of non paced sinus bradycardia at 39 beats/min. 9/9/96 pt discharged with functioning pacemaker.